Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged one day post implant. A revision procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.